Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 400-533 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.